Event description:
It was reported, "rasp handle and accolade rasp was not well fixed so make clattering sound. When surgeon make an impact on the end of the rasp handle to insert rasp handle with rasp into femur body, rasp and handle was separated in a body. Rasp and rasp handle was removed from the body, but this made operation time longer than usual."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.